Event description:
New information received notes that the device continued to exhibit episodes of inappropriate auto mode switching due to far r-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Event description:
It was reported that inappropriate auto mode switch episodes due to far r wave oversensing were observed. Programming changes were made. The patient was asymptomatic and stable. Normal follow-up will continue.